Event description:
It was reported that patient enrolled in clinical study underwent left total hip arthroplasty (B)(6) 2003. A subsequent revision of the head was performed (B)(6) 2011, due to unknown metal complications. Information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011, was due to corrosion at the head and taper junction. Additional information from the patient's legal counsel reports patient underwent an initial left hip arthroplasty on (B)(6) 2003, and an initial right hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of pain in groin area and hip, trouble walking, elevated metal ion levels, inflammation, complications with left hip, problems sitting, standing, moving up and down stairs. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. 510(k) number. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01313 & 04726).

Manufacturer narrative:
This follow-up report is being filed to relay the patient's blood test results. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01313 & 04726).

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6), 2003. A subsequent revision of the head was performed (B)(6), 2012 due to unknown metal complications. No further information has been provided. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6), 2011 was due to corrosion at the head and taper junction. The operative notes confirm that the modular head was removed and replaced. Additional information from the patient's legal counsel reports patient underwent an initial left hip arthroplasty on (B)(6), 2003, and an initial right hip arthroplasty on (B)(6), 2009. Legal counsel for patient reports patient allegations of pain in groin area and hip, trouble walking, elevated metal ion levels, inflammation, complications with left hip, problems sitting, standing, moving up and down stairs. Additional information from the patient's operative report indicate metal toxicity at the time of left hip revision on (B)(6), 2011. Additional information from the patient's medical records indicate blood test results showed elevated metal levels.